Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8d06-77 that has a similar product distributed in the us, list number 8d06-41.

Event description:
The customer reported a false nonreactive architect syphilis tp result on a (B)(6) yr old male patient. On (B)(6) 2020 result was nonreactive on the architect (0.07 s/co), positive by tppa and rpr, cmia = 0.06 / 0.06 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, inhouse testing of retained kits testing and testing of return sample with the complaint lot number. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. Results obtained by the customer were reproduced by inhouse testing of the return samples. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the product labeling concluded that the issue is sufficiently addressed. Based on our investigation, we have determined that there is no general issue with the architect syphilis tp reagent lot 08519be01.